Manufacturer narrative:
Corrected fields and additional information¿ d10, h2, h3. The device has been returned and is awaiting evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The perforator was visually inspected. Dried organic matter was observed. No irregularities in the device were noted. Functional testing of the device was performed and passed without issue. The device performed as expected. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the evaluation, the reported issue could not be confirmed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator`s stop function did not work and the patient's dura was damaged.